Manufacturer narrative:
H3: 8637-20 pump: during dispense accuracy testing, the pump tested below the dispense accuracy specification by dispensing less fluid than the programmed rate during 1 of 2 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative stated that the drug dosage was 540 mcg/hr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (10,000 mcg/ml) via an implanted pump. It was reported that the patient had unmanaged pain. The pain was not able to be managed by the pump, so the hcp wanted testing of the pump to see if it was the issue. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was unremarkable. The pump was replaced. It was unknown if the issue was resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.